Event description:
A pt's meter had missing segments on the display. This issue was not resolved with trobleshooting. They were having symptoms of low blood glucose. There was no medical intervention or treatment given. No further info has been reported.